Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via journal article, ¿abdominopelvic mesh compartmentalization reduces the complications of radiotherapy in children: a preliminary report¿, that the authors report their experience in 4 children in whom mesh was inserted prior to radiotherapy (rt) with minimal morbidity. A retrospective evaluation of four children was done between 2000 and 2002, in whom the mesh was used prior to commencement of rt. All four children tolerated radiotherapy well, with no evidence of acute or chronic radiation enteritis. One child (B)(6) female with embryonal rhabdomyosarcoma of the psoas muscle) developed postoperative ileus. It was reported that the ileus was not related to radiation and settled with conservative management. The authors discuss that ileus following mesh insertions is well described in literature but usually settles with a conservative drip and suck regimen. The authors highlight a good tolerance of radiotherapy in children following the insertion of mesh prior to starting radiation and would recommend further larger studies with longer follow-up to support this.